Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis confirmed no device functionality involvement in this patient's death.

Event description:
--

Event description:
Boston scientific received information that two days post an uneventful implant, the patient with this device passed away. There were no allegations that device functionality was a cause nor a contributor in the patient's death. The boston scientific field representative confirmed the patient passed away from an acute myocardial infarction (ami) and maintained no device malfunction, but rather an inability to recover post-implant. Boston scientific's technical services reviewed device memory confirming all recorded episodes were post-mortem with no indication of a product malfunction. The device has been explanted and is intended to be returned for analysis.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.